Event description:
Patient was implanted with rib plates and screws on (B)(6) 2013. Patient had a seroma on the incision and was returned to the o.r. On (B)(6) 2013 for removal of plates and screws due to infection. After removal it was noted the bones had healed in proper anatomic position. This report is 16 of 43 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.